Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the surgeon was squeezing the handle to deploy staple during a laparoscopic sigmoid resection, they heard a ¿cracking¿ sound as if it was internally breaking. The mechanisms emitted a very loud cracking sound while the device was fired staples. The handle was used twice with reloads prior to the incident. The ¿cracking¿ noise occurred during the third use with a 60 purple reload. This resulted in an unanticipated tissue loss due to additional tissue resection and extended surgical time more than 30 minutes. They opened a new handle and reload to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. The articulation flag was noted to be bent. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Replication of the damaged articulation flag may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.